Event description:
It was reported to philips that the system gave an alert indicating the detector unit connection was lost which can prevent imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.